Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to recover the drawer, so they exited the application. A field service engineer (fse) logged in as cf support, opened the hardware test application, and successfully tested drawers 3.1 and 3.2, which were working properly. After exiting the application, customer returned the device, who was able to log in without hardware errors. The client tested the drawers and performed an inventory on 3.1 and 3.2, confirming the drawers are working properly. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to recover drawers 3.1 and 3.2 and not detected on bus. The customer attempted to recover storage space and rebooted the station, but the issue persists. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.